Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2015 with the following findings: during investigation, the keypad was found to be thinning and torn at the ok button through the down arrow button. The up arrow, down arrow, and contrast buttons were found to be unresponsive; the ok button was intermittently unresponsive. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Also unrelated to the complaint, the returned battery cap was found to be damaged; the removal slot was stripped/worn, the threads were damaged/torn and the cap was unable to fully attach to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the ok button was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.